Event description:
A customer obtained no value/ind flags on two patients' samples for accutni and qc generated by the unicel® dxl 800 access® immunoassay system.a third patient also run at the same time resulted 0.0ng/ml.the results were not reported outside of the laboratory and patient treatment was not affected.

Manufacturer narrative:
Bci hotline performed troubleshooting and it was discovered that an accutni reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel.customer error is the root cause of this event.